Manufacturer narrative:
Based on the claim against the product by the customer noting, a frayed cable. An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps had conductor wire insulation damage related to the customer complaint. The maryland bipolar forceps had insulation damage on the conductor wire inside of the grip routing. Visual inspection found the conductor wire to be exposed. The maryland bipolar forceps passed the electrical continuity test. There were no signs of thermal damage. Maryland bipolar forceps had frayed cable, was confirmed by failure analysis. Which indicates, that the device did contribute to the customer reported issue. The root cause of damaged conductor wire insulation is attributed to component failure. This complaint is considered a reportable event, due to the following conclusion: the instrument had conductor wire insulation damage, the damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient. The reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported, that prior to the start of a da vinci-assisted surgical procedure. The maryland bipolar forceps had frayed cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no additional information was provided.